Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had a cosmetic defect, the bearings were damaged, and the nose cone was damaged. It was noted that the extension sleeve was damaged, the color rings were missing, and the ball bearing fell apart. It was further determined that the device failed pretest for visual assessment, cutter insertion, and temperature. It was noted in the service order that the device had a bearing failure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.